Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 138 mg/dl. He stated he had attached the insulin pump on himself after being in the ocean when the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.